Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, it was discovered that the device did not produce an image. The customer's originally reported issue of excessive noise was confirmed. The following additional findings were also noted: assorted scratches, cracks, chips, shaved video connector, and damage to the charge-coupled device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the reported malfunction occurred due to a failure of the image sensor unit or a defect of the circuit board in the video connector. However, a definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported on behalf of the customer that, during a pre-use inspection prior to an unknown therapeutic procedure, their endoeye flex deflectable videoscope device exhibited considerable image noise. The procedure was completed using a similar device with no delay as a result of the issue. Upon inspection and testing of the returned unit, it was discovered that there was no image at all due to damage of the imaging unit. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.